Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, low pacing impedance and noise resulting in oversensing and episodes of automatic mode switching was noted on the right atrial (ra) lead. The physician elected to not perform any intervention to resolve the event. The patient was in stable condition and will continue to be monitored.